Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the back, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the skin under the sensor adhesive itched and developed a rash and scar tissue. The patient consulted with his diabetes clinic on (B)(6) 2020 and the hcp advised him to use non-prescription skin prep. No additional patient or event information is available.